Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed, and upon inspection a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak testing. The pump tubing was cut down to the pump block and it was not returned for analysis. Microscopic examination found bodily fluid within the pump. The pump passed leak testing. Analysis could not confirm the reported clinical observations; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly. Two weeks later a surgery was performed, and upon inspection a crack in the right cylinder connecting tube was found. The pump was explanted and replaced. No patient complications were reported.